Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated they are not charging as quickly as they were and it's taking longer to charge the implant. Patient also stated sometimes the controller doesn't turn on or goes wacky and tells them to call medtronic. Patient mentioned they will leave the equipment alone for a day and then it works again. Patient confirmed the issue started probably the last 3-6 months. Patient reported the last few days they haven't been able to charge because they have been seeing poor recharge quality. During the call, patient confirmed no visible damage to the controller battery compartment, battery pack, or to the recharger connector pins. Patient did mention the cord going into the paddle was worn and possibly the cord coming out was stretched. Patient attempted to start a charge session, stated it was "green" then reported seeing poor recharging quality. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755 (serial: (B)(6) ); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.